Event description:
Pump experienced a cartridge change error, and there was no adverse impact to customer's blood glucose level. Customer was instructed to remove the cartridge and inspect for any o-ring issues and clean the pneumatic tap area. After following provided instructions, customer successfully loaded the cartridge onto the pump and resumed insulin delivery.